Event description:
A customer complaint was received that the il synthesis model 1715 reported an erroneous cohb result of 18% and that the instrument did not flag the error. The quality controls also reported within specification. A site visit by an il field service representative (fsr) showed that the instrument was not being maintained per labeling instructions and as a result a film formed in the cuvette window. Furthermore, cleaning pathway errors had been flagged. After cleaning by the fsr, instrument results returned to normal. Based on a follow-up conversation between the site and the fsr, it was concluded that no pt was treated based on the erroneous cohb result.